Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an alert noted for noise on both the right atrial (ra) and right ventricular (rv) lead. Egm recording was turned on, and the patient will continue to be monitored. The patient was stable with no consequences. Related manufacturer report number: 2017865-2019-15711.